Manufacturer narrative:
The patient has a medical history of hypertension, diabetes and hyperlipidemia. The index procedure was prompted by stable angina, positive functional study and evidence of ischemia. During the index procedure five resolute onyx des were implanted; three in the rca and two in the lad. A dissection occurred in the lad which was not believed to have been caused by a medtronic device. The patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The dissection was treated with implantation of the second resolute onyx into the lad. The investigator assessed the event as not related to index device or anti-platelet medication. Safety assessed the event as possibly related to the index device and not related to anti-platelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that dissection occurred in the lad.